Event description:
It was reported that the customer had a missing blood glucose target. Customer needed assistance with programming the insulin pump. Customer received a no delivery alarm while setting the fill cannula. Customer had excessive no delivery alarms on her old pump and was sent a replacement pump. Customer got a no delivery alarm and a motor error alarm. Customer's blood glucose level was 55 mg/dl. Customer received a motor error during priming. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Troubleshooting for the no delivery alarm was not possible due to the motor error alarm. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery or motor error alarms were noted. The motor was tested outside the device and passed. No cosmetic damage noted.